Event description:
In 2007, an aus device was implanted. In 2008, a second cuff was implanted. The device was reactivated. The patient experienced urinary retention and after evaluation the distal-most cuff was identified as having eroded into uretra, four months later, the second cuff was removed. The original device was left in place and deactivated.